Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose that went from 311 mg/dl to 411 mg/dl. Customer reported to have received a no delivery alarm which was resolved with a complete set change. Customer also received a motor error alarm during bolus. Customer was not able to exit the "preparing to prime" loop. During troubleshooting for motor error alarm, insulin pump passed displacement test and manual prime test. Customer was advised to monitor insulin pump and call back should issue persist.